Event description:
A caller reported a cgm error 42 with a #g7sensor, but it was confirmed that the pump had not recently exited storage mode. There was no adverse impact to the customer¿s blood glucose level reported. Technical support provided comprehensive instructions for resetting the pump, and after the reset, the cgm error did not reoccur. The caller was able to successfully start their sensor session.